Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that 6 days post lens implantation the patient had decreased vision and asymmetrical lens vault was noted. Fibrosis under the top and bottom plates was noted. The lens was repositioned with capsular tension ring. This report refers to the patient's right eye. According to the surgeon the likely cause of the reported event was the young patient's fast healing.